Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 180 mg/dl. Customer stated insulin pump started alarming. The customer reported that they had issues with insulin pump critical pump failure red triangle on it the insulin pump will not be returned for analysis.